Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: there were no power issues observed in the black box. There was no data in the black box from the time of the reported power issue due to continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump and its measurements were within specifications. The pump powered on normally with no alarms and there was no damage found when the pump was opened up; however, further power testing could not be completed due to a recurring call service (cs 064) alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.